Event description:
Litigation alleges plaintiff suffered and continues to suffer cobalt and/or chromium poisoning, constant pain, falls, numerous doctors visit, possible revision surgery, lost wages, lost income, anxiety, fear and other economic and emotional damages. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges plaintiff suffered and continues to suffer cobalt and/or chromium poisoning, constant pain, falls, numerous doctors visit, possible revision surgery, lost wages, lost income, anxiety, fear and other economic and emotional damages.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.